Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's s2 drg lead migrated and l5 drg lead was fractured. Surgical intervention took place wherein both leads were explanted and replaced. Therapy was restored post-op.